Manufacturer narrative:
The radiometer investigation has found that the information available does not allow to confirm the discrepancy in ca readouts. Hence the root cause remains unknown

Event description:
According to complaint, the customer reported that they experienced calcium ion (ca²) deviation with the abl90 flex analyzer (serial number 090r1051n070) compared to the lab. With 2 different sensor cassette (sc90). Sample ID (B)(6), (B)(6) 2025 05:22, ca² 0,35 mmol/l (discrepant value). Sample ID (B)(6), (B)(6) 2025 05:23, ca² 0,68 mmol/l (discrepant value). (B)(6) 2025, ca² 3,8 mmol/l (comparision value). Last few weeks, ca² ~ 1 mmol/l (comparision value). Hence the customer experienced false low ca² measurements.